Event description:
It was reported that the patient was experiencing ventricular fibrillation (vf) and presented to the emergency department with a heart rate of 230 bpm. It was found that anti-tachycardia pacing therapy did not deliver successfully, however, 34 joules shock was delivered successfully. The patient was stable.